Event description:
General report received of an unspecified number of undocumented incidents of air in the tubing. The tubing sets were being used to deliver an unspecified medications, at an unspecified rates, via symbiq pumps. After an unspecified length of time, unspecified volumes of air were noted in the tubing sets. It was reported that the nurse "spent numerous times drawing out air from ports." No air was delivered to the pt. There were no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.